Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Device is an instrument and is not implanted/explanted. This report is for an unknown reaming rod/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Contact name and telephone number unknown. Original report was reported by (B)(6) employee. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a synream instrument was broken during surgery. This report is for an unknown reaming rod. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: hrx, physical manufacturer the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 341.743, lot 9936399: release to warehouse date: june 22, 2016. Supplier: criterion tool & die, inc. Review of the device history records(DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: per the technique guide, during use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The returned device was inspected and the complaint was confirmed. Visual inspection performed observed that the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. No new issues were identified with the remaining portions of the returned device. The received condition agrees with the complaint description and the complaint was confirmed. The relevant drawings were reviewed. The outer diameter of the shaft was measured and was within the specification. While no definitive root cause could be determined it is likely that any unintended force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft could have contributed to complaint condition. Also, the reamer/irrigator/aspirator (ria) technique guide addresses recommended use and cautions the user to use drive unit that delivers torque not greater than 6nm.the technique guide also warns to perform only slow advancement and retention action of reamer heads to enable proper fluid flow in front of the reamer head. Therefore, any unintended failure to follow the cautions addressed in the technique guide could have also contributed to complaint condition. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.